Event description:
Caller reported malfunction on pump. There was no adverse impact to customer's blood glucose level. Cts provided pump reset information, assisted in resetting pump, and instructed caller to call back if malfunction recurs. Customer understood and continued to use pump.